Manufacturer narrative:
Product ID 399930, lot# v173396, implanted: (B)(6) 2008, product type: lead. Product ID 399930, lot# j0546605v, implanted: (B)(6) 2005, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3550-29, lot# n267539, implanted: (B)(6) 2012, product type: accessory. (B)(4)

Event description:
It was reported that the patient experienced a shocking and intermittent surging sensations after exposure to some railroad tracks. Specifically, the patient was returning home after a reprograming session when they went through the railroad tracks. The patient stated that they felt like being "electrocuted". Follow up information reported that the manufacturer's representative had contacted the patient for follow up, but the patient was unable to meet at the time due to family issues. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2013-03328

Event description:
It was reported that the intermittent surging sensation happened when the patient got in the car and was driving.

Manufacturer narrative:
(B)(4).